Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additional information was not provided. There was no reported adverse impact to the customer. Follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.